Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, edwards received information that this bioprosthetic valve, implanted approximately twelve (12) years, was explanted due to prosthetic aortic valve stenosis. It was identified, through review of source documentation provided, that this was severe recurrent aortic stenosis with an aortic valve area of 0.42 cm2. The valve was had significant calcification of the leaflets upon removal. The device was replaced with another edwards bioprosthetic valve. Post-implant, the patient experienced right ventricular failure and coagulopathy. It was decided to performed insertion of a right ventricular assist device. The patient was transferred to the ICU in stable but very critical condition.

Manufacturer narrative:
Additional manufacturer narrative: it was reported that the valve was explanted due to severe recurrent aortic stenosis with calcification. Calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Unfortunately, the explanted device was not returned to edwards for analysis; therefore, the source of the reported calcification could not be assessed. The operative report documents multiple patient comorbidities that likely contributed to the onset of this patient's calcified prosthetic valve. There have not been any allegations of a malfunction or deficiency related to the explanted valve. No further actions are possible with the available information.